Event description:
Healthcare professional reported left side "prosthesis rupture." The device has been explanted.

Manufacturer narrative:
Clarification to g3: initial mw was submitted with date 01oct2021 the actual aware date is 30sept2021. All information has been submitted within 30 days of manufacturer awareness.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "prosthesis rupture." The device has been explanted.